Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 52-year-old female patient had an invasive blood pressure reading of 100/28 mmhg upon admission, while a non-invasive cuff on the same arm showed 160/90 mmhg. After switching to another type of transducer, it displayed 150/93 mmhg. The device was discontinued and the manufacturer was contacted, resulting in a delay in the patient's treatment.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.